Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the endotracheal tube cuff would not hold air. The patient is okay at this time.